Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The visual inspection of the returned product noted the reload was partially fired and engaged in interlock. The firing knob had detached from the instrument. Microscopic inspection of the knife blade revealed damage. The sulu was reset and applied to the appropriate test media. The remaining staples formed properly and the media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy, functional end to end anastomosis. On the third firing, the surgeon pushed the firing knob, but it was stiff and the device could not be fully fired. Another device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is no problem.